Event description:
Report received indicated patient developed an open area under convex ridge of wafer. The report also states the patient has been changing the wafer four to five times daily during the past week. Prior to receipt of complaint the patient has been using the product for 6 months to 1.5 years. The patient is treating the area to promote healing. Further information regarding patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.